Manufacturer narrative:
(B)(4). The device product is not sold in the us. Similar device sold in the us.

Event description:
The customer reports that when measuring the central venous pressure with a valve or with the q-site (from bd). There was a pressure difference. The line could not be flushed. With all other valves, the pressure remains good and you can flush the line. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4). The customer returned two injection caps for evaluation. Neither the catheter nor any other components were returned. Visual examination and microscopic examination did not reveal any defects or anomalies. The luer taper inside the male and female hubs of the injection caps were checked with a luer gauge and passed. The injection caps were flushed with water using both standard luer lock and luer slip lab inventory 10ml syringes. Resistance was met while attempting to flush both injection caps for each of the syringe types. The resistance was compared to lab inventory injection caps and there was determined to be a notable difference. A device history record (DHR) was performed on the catheter and injection hub and no relevant issues were identified. The instruction product label for the injection cap was reviewed as part of this complaint. It states the smartsite needle-free valve is designed to permit injection and aspiration of fluids without the use of needles and gives suggested techniques for ensuring a firm connection. Other remarks: the report of difficulty flushing through the catheter injection caps was confirmed through functional testing of the returned complaint sample. It was determined the issue is likely a supplier related issue pertaining to the valve housed within the injection caps. It is believed the valves within the injections caps are defective. A nonconformance request was initiated to further investigate this issue.

Event description:
The customer reports that when measuring the central venous pressure with a valve or with the q-site (from bd). There was a pressure difference. The line could not be flushed. With all other valves, the pressure remains good and you can flush the line. No patient injury. No intervention required.